Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated plaintiff suffered severe pain with daily activities and intercourse, recurrent urinary tract infections, mixed incontinence and mesh erosion. Plaintiff underwent a surgical procedure during which her physicians excised and removed a portion of the mesh due to mesh erosion. Plaintiff has suffered, and continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, vaginal prolapse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.